Manufacturer narrative:
Other contact phone number:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
(B)(6), an rn on 9 ICU, called into emergency support program line to request support with a cardiosave intra-aortic balloon pump(iabp) that had stopped pumping. He stated the pump had an ECG waveform and arterial pressure but would not pump. (B)(6) stated he tried pressing the start key and tried changing into semi-auto mode. He stated he also attempted to change the lead in ECG trigger and using pressure trigger without success. Prior to calling into the emergency line, they had switched to a second pump. It was pumping appropriately. The esp personnel had(B)(6) print the alarm log on the first pump. It showed no trigger alarm once and multiple augmentation below limit alarms. The esp personel explained the pump would need to go biomed with a detailed note of what had occurred. No harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusion), h11 corrected field : h3 , h6 ( medical device ¿ problem code ) it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer an rn, called with a cardiosave that had stopped pumping. He stated the pump had an ECG waveform and arterial pressure but would not pump. Hestated he tried pressing the start key and tried changing into semi-auto mode. He stated he also attempted to change the lead in ECG trigger and using pressure trigger without success. Prior to calling into the emergency line, they had switched to a second pump. It was pumping appropriately. The engineer had the nurse print the alarm log on the first pump. It showed no trigger alarm once and multiple augmentation below limit alarms. The engineer explained the pump would need to go biomed with a detailed note of what had occurred.

Event description:
N/a